Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (3 mg/ml at an unknown dose) and bupivacaine (9 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient¿s pump was being replaced after only 2 years of being implanted due to it under delivering. The patient had been experiencing increased pain for ¿about a year¿ and the office had been getting more drug (10 ml-16 ml) than expected from the pump reservoir at the pump refills. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump was successfully replaced on (B)(6) 2020, and it was noted that csf (cerebrospinal fluid) was successfully aspirated from the cap (catheter access port) at the replacement. The issue was reported to be resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.